Event description:
The customer reported that the battery requires replacement. Further information was provided that the battery was experiencing calibration issues. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery requires replacement. There was no reported patient involvement.